Event description:
It was reported that an underinfusion occurred with a small volume infusor. This occurred during patient infusion of 5fu 25ml, heparin 1ml, and saline 66ml. According to the report, the reporter stated that the drug ¿was still in the bladder on the 3rd day of the medication although the hospital expected that the medication finished within 2 days¿. It is unknown what the actual flow rate was. There was patient involvement but no patient injury and medical intervention was reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was recieved for evaluation. Visual inspection (via the naked eye) on the unit showed no signs of physical abnormality that could have caused the reported problem. Attempt to reproduce the reported problem was not possible because the manufacturing plant does not have the drug 5-fu and heparin in order to accurately reproduce the reported problem. However, a functional flow rate test was performed and the results were found to be within specification. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.